Event description:
The plaintiff's attorney alleged that the plaintiff experienced three cardiovascular events in 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same pt involving two separate products and associated with mdrs # 1225714-2013-00699, 1225714-2013-00700, 1225714-2013-00702, 1225714-2013-00703, 1225714-2013-00704.